Event description:
On (B)(4) 2013 information was received from the reporter that the physician had been unable to interrogate the patient¿s generator. Per the patient, the physician did not seem to know how to operate the programming wand properly. Device manufacturing records were reviewed and they confirmed that the generator passed all functional tests prior to distribution. A review of the manufacturer¿s programming history was performed, showing that programming history data is available from (B)(6) 2012 (date of implant) to (B)(6) 2012. There were no anomalies seen in the diagnostic testing. Based on a rough battery life estimation using calculation tables for the generator, the generator is not at end of service. Attempts for additional information are ongoing.

Event description:
Attempts for additional information were unsuccessful. On (B)(6) 2013, the physician responded that he may have had problems with his programming system in the distant past but that he was not aware of any problems now.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed generator passed all functional tests prior to distribution.